Event description:
Additional information received reported the patient didn¿t sleep for two days. The patient was unsure if the symptoms were ¿an imagination¿ or if she was ¿being stressed.¿ the drug in the pump was ¿generic¿ baclofen.

Event description:
It was reported that the patient was experiencing lower extremity spasms. The patient indicated they experienced a full 24 hour period a couple weeks prior to the report date where the patient's legs were constantly having spasms. The patient went to the emergency room and the hospital was unable to get in touch with the pump management healthcare provider (hcp). The hcp later did a diagnostic test of pump after the issue, and indicated to the patient that the pump was fine and he was unsure why the patient was having the spasms. The patient noted disagreement with the hcp and believed the episode was due to pump malfunction. The patient was going to contemplate changing providers. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).